Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clip was not aligned with the jaws and when the device was activated, the clips came out distorted (so they got stuck in the jaws.). So the surgeon extracted the clips manually. The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue.

Event description:
It was reported that during an unknown procedure, at the moment of activation, the clip did not come out properly between the jaw, but it came out bent. The clip was removed manually. At the second application, the device stopped working, it was locked. The procedure was completed by using a new device. No adverse patient consequences were reported.